Event description:
It was reported that device entrapment occurred. After performing rotational atherectomy in the left anterior descending artery, forte guidewire was inserted to take place the rota wire. A 3.00 x 12 synergy drug-eluting stent was used to treat the lesion. However, it was unable to advance over the guidewire due to lack of guide catheter support. They tried to pullout the device, but the stent would not come off the wire. The physician removed both wire and the stent together from the patient. The procedure was completed with another of the same device. No patient complications nor injuries reported.